Event description:
Presented to medical center concerning abdominal pain; had a cat scan done, which was non-contrasted, showing concern for leaking aortic aneurysm which had previously been repaired with an endograft almost two years ago in the midwest. Transferred to our trauma 1 facility for immediate repair of ruptured aaa involving visceral vessels, explant of endograft. Surgeon notes: "CT scans had been reviewed showing prior endovascular repair of an aneurysm with a likely gore excluder graft. She has presumed proximal type 1 endoleak based upon review these findings involving visceral vessels."path report: "gross description - the specimen is received in formalin, submitted as "explanted endograft" and consists of two irregular portions of translucent plastic material measuring 2.7 x 1.8 x 0.1 cm and 4.7 x 1.8 x 0.1 cm.also present are two annular portions of synthetic plastic and wireconsistent with an endograft. The annular portions of hardwareaverage 3.5 cm in diameter and 2.5 cm in length."